Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial artery (sfa). After the non bsc guide wire crossed the lesion, the sfa was predilated with a non bsc balloon and a non bsc stent was successfully implanted. A 5.0x60/135cm sterling balloon was then advanced to the lesion for postdilation. Upon the first inflation to 7atms the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as good.